Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the valve was loaded inside the delivery system. The valve appeared discolored showing evidence of blood contact. Research and development engineers evaluated the returned device. No tears or damages were noted on the fabric or loops. No damages or anomalies were found on the frame. All leaflets exhibited signs of severe creases possibly associated with the valve being in the loading position inside the delivery system for an unknown duration of time. All commissures appeared intact. In its received state, all leaflets appeared to be in a partially closed position with a large gap between the free margins. Loose, coagulated host tissue was noted on the inferior coaptive junction of one of the commissures. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic pulmonary valve, the valve was deployed exposing rows 1-2. The valve position shifted proximal, so that when the valve was deployed, the stent frame did not deploy as expected. The dployment began mid of the "lz". Which was approximately slightly lower side. During fluoroscopy review of rows 1-2, it was confirmed that the valve position was too proximal, and that the stent frame was not expanding. It was expected that the tension of the pull on the frame would expand the stent frame and move it co-axially, therefore deployment was continued to row 6, while pulling abit. The valve continued to be too proximal, and the valve could not be sufficiently anchored to the native valve. The valve was retracted into the non-medtronic gore dryseal sheath within the right ventricular outflow tract (rvot), and a recapture was performed. It was reported that it took time to recapture the valve, and when it was recaptured halfway, the entire system was pulled back to the inferior vena cava (ivc) and recovered with the system straightened out. After confirming that the entire device was captured within the dryseal sheath, it was withdrawn from the body. No vascular damage was reported, and this was confirmed with a contrast st udy. The non-medtronic sheath, dcs and valve were replaced. The replacement valve was implanted successfully. Hemodynamics were reported to be good, and no paravalvular leak (pvl) was present. It was noted that the guidewire was inserted into the right pulmonary artery during the procedure. No adverse patient effects were reported.